Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a "mobilized" patient infusion of levophed with a spectrum iq pump, the "ta" (arterial pressure) fell. It was further reported the levophed was increased: however, the "drop did not seem to flow consistently with flow on the pump". According to the reporter, a small visible bubble was seen of the tubing that did not advance. The spectrum pump was changed and the patient's arterial pressure increased. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.